Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s901usqs8fye4. Smartphone hardware: sm-s901u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they removed their omnipod due to irritation at the pod site. This irritation, which included redness and pus, led them to seek medical attention on (B)(6)2025. The patient visited their healthcare provider and was diagnosed with an infection at the insertion site. They were prescribed antibiotics for treatment and were discharged the same day. The patient described the site as red and pus-filled, and mentioned using IV prep before applying the pod, which remains slightly sticky. They remove the pod by pulling it off and then cleaning the area with alcohol. The patient successfully resumed treatment after visiting the doctor and receiving antibiotics. The pod was worn between 4 and 24 hours on the abdomen.